Event description:
On (B)(6) 2010, the pt was implanted with a trunk-ipsilateral leg component and a contralateral leg component to repair iliac artery aneurysms. The right hypogastric artery was covered and coiled. On (B)(6) 2012, the pt underwent a follow-up computed tomography that revealed distal type I endoleaks. No aneurysm growth was noted. On (B)(6) 2012, the pt underwent a reintervention and was implanted with two additional gore excluder aaa endoprostheses. The endoleaks were resolved and the pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device: (B)(4).